Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no continuous glucose monitor (cgm) readings on (B)(6) 2015. Patient stated she was not getting readings and there was no error messages on the receiver. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).